Manufacturer narrative:
Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported issue is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The potential cause of the reported issues can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. Based on the information obtained, the root cause of the reported issue remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that nearly two years ago and following the transition to balance tips, there was an increase in post-operative corneal oedema and inflammation. The ophthalmic console settings were adjusted with the representative, but the reporter observed variable irrigation and aspiration performance occasionally requiring manual aspiration with longer operating time. The reporter observed reduced anterior chamber stability during phacoemulsification mode of surgery compared with units at the other hospitals and observed poor followability of nuclear fragments with longer operating time and increased corneal oedema and reduced clarity of vision in the early postoperative period. No additional patient impact information was provided. The current status of the patient was unknown. This report pertains to ophthalmic console involved in reported events. The total number of patients involved were unknown.